Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, the alto main body moved distally during deployment which resulted in a type ia endoleak; the previously placed sma (non-endologix) stent prevented the anchors of the main body from fully engaging the aortic wall. This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the alto system per device IFU. The physician ballooned at 14 minutes and while the endoleak diminished in size, there was still some flow around the main body's top ring. A gore (non-endologix) excluder cuff was then implanted in the aortic neck and ballooned, and once again the endoleak diminished but was still present. The physician reversed heparin and elected to conclude the procedure. The patient will continue to be monitored and rescanned at 30 days post procedure. Additional information: it was reported that the intraoperative type ia endoleak was resolved a 30-day follow-up and without an additional procedure. This event is therefore no longer reportable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported alto, intraoperative displacement of the aortic body and type ia endoleak (unresolved) are confirmed. This is consistent with the reported adverse event/incident. No procedure-related harms were identified. The most likely causation for the reported event is user-related due to patient selection. It was noted that the displacement of the aortic body was likely caused by interfering and previously placed stents in the superior mesenteric artery and the left renal artery. The displacement of the aortic body then likely contributed to the type ia endoleak. The final patient status was reported as discharged home on postoperative day 5. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5 describe event or problem g3 awareness date h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11 as the intraoperative type 1a endoleak was confirmed to be resolved within 30 days of index procedure and without an additional procedure, this event is no longer reportable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, the alto main body moved distally during deployment which resulted in a type ia endoleak; the previously placed sma (non-endologix) stent prevented the anchors of the main body from fully engaging the aortic wall. This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the alto system per device IFU. The physician ballooned at 14 minutes and while the endoleak diminished in size, there was still some flow around the main body's top ring. A gore (non-endologix) excluder cuff was then implanted in the aortic neck and ballooned, and once again the endoleak diminished but was still present. The physician reversed heparin and elected to conclude the procedure. The patient will continue to be monitored and rescanned at 30 days post procedure.